Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e 411 analyzer (disk system). Patient 1's initial result was 14.33 pg/ml, accompanied by a data flag, and the repeat result was 9.59 pg/ml. Patient 2's initial result was 19.58 pg/ml, accompanied by a data flag, and the repeat result was 23.52 pg/ml. Patient 3's initial result was 31.65 pg/ml, accompanied by a data flag. The first repeat result was 24.73 pg/ml, accompanied by a data flag. Another repeat result was 25.88 pg/ml, accompanied by a data flag.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Qc was within range prior to the event; therefore, a general reagent or analyzer problem was not present. General maintenance was performed on the instrument, and the performance was verified. The investigation did not identify a product problem. The exact root cause could not be determined.